Event description:
It was reported that the patient presented in clinic with infection of the right ventricular (rv). The rv lead was explanted and sterilized. Upon reimplantation the helix would not extend. The physician elected to use a new rv lead. The patient was stable.

Manufacturer narrative:
Correction h10 was left blank and should have had the statement - a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found stretched / cut and clogged with dried blood/tissue. X-ray inspection found over torque of the inner coil consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported event was due to damage helix and over torque of the inner coil consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.